Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they got replace battery now alarm on insulin pump. Customer¿s blood glucose level was unknown. Troubleshoot was performed for replace battery now alarm. The customer did not get a low battery alarm prior to replace battery now alarm. Customer stated that they got power loss alarm. Customer stated the battery cap is not loose, cracked or damaged. The insulin pump will not be returned for analysis.